Event description:
It was reported that the stimulator was moving forward and sticking up slightly when they laid on her left side. The stimulator was moved 1 inch medially during a revision. It was noted that at the time of the report the patient was alive with not injury.

Manufacturer narrative:
Concomitant medical products: product ID 37712, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator. Product ID 37743, serial# (B)(4), product type: programmer, patient. Product ID 37752, serial# (B)(4), product type: recharger. Product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID 37712, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator. Product ID 97740, serial# (B)(4), implanted: (B)(6) 2014, product type: programmer, patient. Product ID 97754, serial# (B)(4), implanted: (B)(6) 2014, product type: recharger. (B)(4).